Manufacturer narrative:
The customer service center (csc) requested printouts of the results. The initial result of 2.36 g/dl also had a rbc morph flag. No explanation could be given to the customer, but it was recommended that the customer check the standard of the retest and the method. Testing had been okay since the event. The customer accepted the advice for check method in the future. The cd3200 system operator's manual (06h60-01, rev m): it is unk what troubleshooting was done. Section 10, page 10-29, provides a chart for troubleshooting imprecise or inaccurate data. Date issues may be caused by: improper sample mixing; dirty syringe; leaking syringes; dirty shear valve; dirty/obstructed y valve; worn transfer tubing. Since the second sample collected gave normal hgb results, this suggests there may have been a mixing issue with the initial specimen. It is unk what laboratory review criteria were in use at this facility: rbc morph flag has, as action to take, that the operator review a stained smear for abnormal rbc or plt morphology and follow the lab's review criteria or if nrbc or rrbc are suspected, rerun the specimen in the noc mode. (Page 3-34, table 3.4). The hgb value of 2.36 g/dl should have generated a dispersional data alert if the instrument was set up with instrument specific lab action limits (as recommended on page 3-31). The valve 2.36 g/dl is very much below normal reference values. The normal range for hgb is 13.3-17.7 g/dl for a male and 11.7-15.7 g/dl for a female (hematology laboratory fundamentals, (pn: 69968-01, page 29). Setting up lab action limits is at the discretion of the lab. In addition, a review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports, for the period august 2007 through feb 2008, was performed and no adverse trends were identified. This is the final report.

Event description:
The account stated that the celldyn 3200 sl analyzer generated a hemoglobin (hgb) result of 2.36 g/dl. The physician questioned the result and collected a new sample which generated normal results (no data was provided). There was no impact to pt management reported.